Event description:
On march 6, 2006 arthrocare was notified that an opus smartstitch suture cartridge broke into 4 pieces in a patient during arthroscopic rotator cuff repair. They were able to remove some of the plastic, but are sure they removed it all. No patient injury was reported, but extended surgical time resulted.